Manufacturer narrative:
Product event # (B)(4). Evaluation process: the front decal is loose. The software version 4.0 needs an upgrade. Root cause: the leakage current test high coag-60w went up to 166ma. It¿s not allowed to go over 150ma. Rf board has been replaced and this solved the problem. (B)(4).

Event description:
During analysis it was identified that the generator failed rf leakage testing meaning the generator was leaking an unacceptable amount of current that potentially could have impacted a patient. No patient involved in this incident therefore, patient information not applicable.